Event description:
It was reported that the iab was prepped per procedure. During sheathed insertion, the iab unwrapped prematurely and could not be advanced through the sheath. The assembly was exchanged. There were no reported pt complications.

Event description:
It was reported that the iab was prepped per procedure. During sheathed insertion, the iab unwrapped prematurely and could not be advance through the sheath. The assembly was exchanged. There were no reported pt complications.